Manufacturer narrative:
Additional information received from the local field representative indicated that the lead configuration was programmed back to bipolar. The physician planned to see the patient in one month. They also planned to perform a chest x-ray to determine if the ra lead had moved from the initial location. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the lead safety switch (lss) on this pacemaker was triggered due to a low right atrial (ra) lead pacing impedance less than 200 ohms. The pacing impedance in bipolar configuration was 527 ohms. It was reported that the impedance measurements have been variable since (B)(6) 2017. Pacing threshold measurements were between 2.5 volts at 1 millisecond (ms) and 3.3 volts at 0.4 ms. The device longevity was also only reporting ten months remaining. A request was made for an engineering review of remote monitoring data. Engineering analysis determined that there was a fault on (B)(6) 2017 related to the previous ra lead revision procedure and the use of electrocautery. It was also determined that the power consumption is higher than expected. It was recommended that the device be replaced and returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicated that a revision procedure was performed. The device was explanted and successfully replaced. The pacing impedance and intrinsic sensing were stable. Pacing impedance measurements were 698 ohms with the pacing system analyzer (psa). Pacing thresholds remained elevated at 1.4 volts at 1.5 ms. The device outputs were programmed to 2.8 volts at 1.5 ms. The ra lead remains in service with the new device. No additional adverse patient effects were reported.